Manufacturer narrative:
Section a2 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was chip in the center of the lens that was noticed after lens was fully inserted. The lens was removed from the patient's left eye and replaced with same model lens with +23.0d during the same procedure. There was no patient injury. Larger incision was required to remove the damaged lens and sutures were required to close wound. Bss was used in cartridge lubrication at room temperature. Bss was used from the tip of the cartridge canopy. No other information is available.